Event description:
It was reported by customer that the cs300 intra aortic balloon pump (iabp) experienced an autofill failure during checks, prior to use. There was no patient involved.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3,h11 a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 experienced an autofill failure during checks.no patient involved.